Manufacturer narrative:
Data related to this event has been requested several times but no data has been provided.

Event description:
A patient in the (B)(6) was undergoing continuous renal replacement therapy (crrt) on a prismaflex machine. Limited information is available regarding this event. Reportedly, someone called and inquired if an incorrectly primed filter set could deliver an air embolism. According to the individual, the machine was set up and the patient was connected to the filter set. The patient was reported to have arrested shortly afterwards. No further clarification related to "incorrectly primed" was provided and no additional information regarding this event was provided.